Event description:
It was reported that patient experienced ineffective therapy. As a result, surgical intervention was undertaken on (B)(6) 2025 wherein patients system was explanted to address the issue.

Manufacturer narrative:
Date of event is estimated. The reported event of inadequate therapy was confirmed. As received, the penta lead stimulation end was found with a dislodged/missing electrode which would would contribute to inadequate therapy.